Manufacturer narrative:
The reported event was not duplicated. Upon disassembly visual inspection the service technician observed no components that would cause or contribute to the reported failure. The device was serviced for preventative maintenance and returned to the customer.

Event description:
It was reported that during setup at the user facility the core impaction drill was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.